Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction to remove hospitalization; from the initial MDR. B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information was clarified. Although the patient reported they were admitted to the intensive care unit, they stated that they were admitted to the hospital on (B)(6) 2024 at 5:00pm. The patient was discharged from the ICU on (B)(6) 2024 which indicates they were there for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor failure during warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Of note, the patient´s parent changed the sensor the previous day. The new sensor that got inserted failed during warm up and never provided any continuous glucose monitor readings. They inserted a new sensor again and it failed again during warm up and never worked at all. On the same date the sensor was inserted, 3rd sensor on (B)(6) 2024, the patient was feeling tired and exhausted, the parent took the patient to the hospital. There was no blood glucose reading taken at that time. The patient was admitted to the intensive care unit and took a bg reading of 1000 mg/dl. The patient was diagnosed with diabetic ketoacidosis. They treated the patient with 4 IV bags of insulin and potassium and another 2 IV bags of medication. It is unknown what time the patient was admitted on (B)(6) 2024; however, it was reported that the patient was discharged from the hospital on (B)(6) 2024 at 3:00pm with a bg meter reading of 155 mg/dl. At the time of the report the patient was still recovering. The complaint states that a sensor failure during warm-up was reported. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.